Event description:
It was reported that oversensing due to noise and myopotential oversensing were observed on the device. Abbott technical support confirmed the reported events. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.